Manufacturer narrative:
The reported events of premature discharge of battery was confirmed. The reported event of failure to interrogate was not confirmed. The device was received in backup mode. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found at depleted levels. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated elevated current drain. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician. Upon investigation, the device was unable to be interrogated. The device was explanted and replaced to resolve the event. The patient was in stable condition.